Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis complaint against serter customer return only sensor.

Event description:
It was reported that the customer went to urgent care and was sick. At the time of the report, the customer's blood glucose was 312 mg/dl. He stated he treated with the insulin pump. It was not stated whether the hospital visit was diabetes-related. Customer stated he was having difficulty with the sensor needle hub releasing from the serter. Nothing further reported.